Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). A report was received from health canada's canada vigilance program which states, "patient rang to alert rn who answered that two of his IV pump channels were powered off. Rn restarted pumps for ivf and csa civi and checked that volume infused so far for csa civi since pumps were cleared at 1800 ins/outs was only approx. 22 mls despite approx 6 hours since the pumps were cleared (meaning the pumps were off for around 4 hours total with the patient not receiving csa or ivf at this time). Md notified and no action ordered. Writer asked patient's rn if she was aware of why pumps were turned off or when they were turned off and patient's rn did not know. However she reported that the IV pumps had shut off the previous night as well for a brief period before patient noticed. Patient's rn left note this morning for day rn to change the pump channels."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditionsa0719 - unexpected shutdown.f26 - no health consequences or impact.there was patient involvement.a report was received from health canada's canada vigilance program which states, "patient rang to alert rn who answered that two of his IV pump channels were powered off. Rn restarted pumps for ivf and csa civi and checked that volume infused so far for csa civi since pumps were cleared at 1800 ins/outs was only approx. 22 mls despite approx 6 hours since the pumps were cleared (meaning the pumps were off for around 4 hours total with the patient not receiving csa or ivf at this time). Md notified and no action ordered. Writer asked patient's rn if she was aware of why pumps were turned off or when they were turned off and patient's rn did not know. However she reported that the IV pumps had shut off the previous night as well for a brief period before patient noticed. Patient's rn left note this morning for day rn to change the pump channels."

Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter facility name. Dditional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.